Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: his device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, the balloon of a mynxgrip 6f-7f vascular closure device (vcd) was not anchored properly in the vessel during the procedure and it was retracted when the user withdrew the procedural sheath from the tissue tract. The inflated balloon pulled through the arteriotomy. The device was removed from the patient¿s body with the procedural sheath and the procedure was completed using manual compression, since hemostasis was not achieved properly after mynxgrip was removed from the patient¿s body. There was no reported patient injury. The procedure was a transfemoral cerebral angiogram (tfca). The device was stored and prepped as per the instructions for use (IFU). The user is mynx certified. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedural sheath was on the catheter, fully retracted. The syringe was not returned with the device. It was noted that there was crystallized residual fluid in the inflation tubing. There was no evidence of incorrect prep of the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, evidence of crystallized residual fluid in the inflation tubing was revealed. A product history record (phr) review of lot f2106001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ balloon pull-through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation, fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. The IFU also instructs to grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2106001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a mynxgrip 6f-7f vascular closure device (vcd) was not anchored properly in the vessel during the procedure and it was retracted when the user withdrew the procedural sheath from the tissue tract. The inflated balloon pulled through the arteriotomy. The device was removed from the patient¿s body with the procedural sheath and the procedure was completed using manual compression since hemostasis was not achieved properly after mynx grip was removed from the patient¿s body. There was no reported patient injury. The procedure was a transfemoral cerebral angiogram (tfca). The device was stored and prepped as per the instructions for use (IFU). The user is mynx certified. The device was used with a 6f non cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. The device will be returned for analysis.